Event description:
It was reported that about 40 pumps are not able to download the facility's latest mdl version due to a lack of network connectivity. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for evaluation. If a device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. The facility has manually downloaded their latest version of the mdl. The source of the issue has not been identified.